Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery compartment was cracked/damaged. It was noted that the battery cap was damaged also. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the battery compartment was found to be intact; no damage was observed. The returned battery cap coin slot was found to be worn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.